Manufacturer narrative:
(B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00427) and freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00431). The customer reported that on (B)(6) 2015, freedom onboard batteries s/n (B)(4) caused battery alarms on the freedom driver that was supporting a patient. The customer also reported that the patient subsequently exchanged the freedom onboard batteries. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom onboard batteries caused a battery alarm on the driver, it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard batteries will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Event description:
The reported issue involves the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00427) and freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00431). The customer reported that on (B)(6) 2015, freedom onboard batteries s/n (B)(4) caused battery alarms on the freedom driver that was supporting a patient. The customer also reported that the patient subsequently exchanged the freedom onboard batteries. There was no reported adverse patient impact. Freedom onboard battery s/n (B)(4) was returned to syncardia for evaluation. Visual inspection of the onboard battery revealed no anomalies. The onboard battery was connected to battery evaluation software, and analysis of the data revealed no permanent faults, anomalous values or communications issues. The onboard battery was functionally tested and passed all performance test criteria. Additional testing was conducted by inserting the onboard battery into each of the battery wells of a freedom driver, and each time, no alarms occurred. The reported battery alarms were not reproduced. During investigation testing, the onboard battery performed as intended, and there was no evidence of a malfunction. The onboard battery was returned to clinical use. The reported issue posed a low risk to the patient because it did not prevent the patient's freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.